Manufacturer narrative:
Citation: ruchonnet et al. Full-root aortic valve replacement using medtronic freestyle bioroots for infective endocarditis. Interdisciplinary cardiovascular and thoracic surgery 40(3) 2025. 10.1093/icvts/ivaf034 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding full-root aortic valve replacement using medtronic freestyle bioroots for infective endocarditis. The study population included 30 patients with a mean age of 66 years who were predominantly male. 6 patients had positive blood cultures prior to intervention. All patients were implanted with a medtronic freestyle aortic root. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all freestyle patient's adverse events included: acute kidney injury, arrhythmia, ventilator associated pneumonia, complete heart block necessitating pacemaker implant, septic shock, stroke, re-intervention, poor left ventricular ejection fraction (lvef), bleeding, transient ischemic attack (tia) and endocarditis re-infection. No further information was provided pertaining to medtronic products.